Manufacturer narrative:
Device was returned by customer to roche affiliate. Device was lost in transport between affiliate and investigation unit and was unable to be located so no investigation could be performed.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the self-adhesive of the infusion set does not stick enough to the skin and is falling off immediately. No adverse event reported. Requested return of the alleged device for evaluation.